Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a bowel resection and lysis of adhesion involving the abdomen, the patient presented with symptoms of abdominal herniation following original surgery on (B)(6) 2016. The doctor¿s office is currently scheduling the patient for an upcoming surgery to diagnose the issue and repair/correct situation. There was re-operation currently scheduled to identify the issue and repair if necessary. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment left in patient.